Event description:
It was reported that the pulse generator exhibited a high lead impedance measurement anomaly. Upon re-interrogation, normal impedance was measured. The device remained implanted.

Event description:
New information notes that this is normal device behavior.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.